Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that towards the end of the case, the physician manually manipulated the catheter through the open chest of the patient and it was noticed that the transition section of the catheter (tip to shaft) was fractured. The case was completed with no patient injury. Upon receipt, the catheter was visually inspected and it was found that the distal tip (quad lumen) was separated from the catheter shaft at the tip to shaft joint. The internal components were intact and still connecting the tip to the shaft. During further investigation it was determined that the root cause was the separation of the polymide stiffener from the proximal end of the quad lumen tip; it was seen to be back in the shaft. This condition resulted in the separation when subjected to flex forces or torque. The product has an additional feature that prevents tip and shaft separation, the puller wire is anchored to the lumen wall and acts as a safety wire. It was found in good condition and it served its purpose. Product at the manufacturing site was inspected and appeared to be properly assembled. A representative sample from different lot numbers were collected and tested for the tensile strength of the joint. All samples were found within specifications. The complaints database was reviewed and no other related complaints have been issued. The customer complaint has been verified. The root cause was that the polymide stiffener not being present in the proximal end of the quad lumen tip. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that towards the end of the case, the physician manually manipulated the catheter through the open chest of the patient and it was noticed that the transition section of the catheter (tip to shaft) was fractured. The case was completed with no patient injury.